Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
A patient specific implant prescription form was received for patient's impending revision with diagnosis "bushing required".

Manufacturer narrative:
Reported event: an event regarding alleged rebushing involving a patient specific distal femur was reported. The event was not confirmed. Method and results product evaluation and results: not performed as no items were returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 28-may-2004 with no reported discrepancies. Complaint history review: there have been 9 other events relevant to this investigation. Conclusions: it is reported that a patient specific distal femoral replacement consisting of a tibial section implanted in 1973 and a femoral section implanted in 2004 requires rebushing. The exact cause of the event could not be determined because further information such as post-operative x-rays, patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
A patient specific implant prescription form was received for patient's impending revision with diagnosis "bushing required".